Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new cochlear device during the same surgery. This report is filed may 12, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. The implanted device remains.

Manufacturer narrative:
This report is filed on june 28, 2016.